Event description:
It was reported, the video system center exhibited e226 scope communication error, and the error went away when the contacts on the otv-s200 were cleaned. The issue occurred before an unspecified procedure. The intended procedure was completed with another similar olympus device. There were no reports of any delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
New information added on fields: h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.